Event description:
The users performance with the device is affected. The user has been re-implanted on may 05, 2021.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated postoperatively outside of the cochlea. Mechanical damages found are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected. The user has been re-implanted on (B)(6) 2021.